Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display and the device did not respond to the front panel controls. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device has been received and will be providing a follow-up report when our investigation is completed.